Event description:
(B)(6) study. It was reported that severe chest tightness, shortness of breath, myocardial infarction (mi) and restenosis occurred. On (B)(6) 2012, the subject presented due to stable angina and was referred for cardiac catheterization. Index procedure was performed. Target lesion #1 was de novo lesion located in the 2nd obtuse marginal (om) with 90% stenosis and was 12 mm reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.50 mm x 16 mm ion stent. Following post dilatation, residual restenosis was 0%. Target lesion #2 was de novo lesion located in the proximal left circumflex artery (lcx) with 80% stenosis and was 12 mm long with a reference vessel diameter of 3 mm. The lesion was treated with pre-dilatation and placement of a 3.00 mm x 12 mm ion us coa stent and following post dilatation, residual stenosis was 0%. The subject was discharged on aspirin and prasugrel. On (B)(6) 2013, the subject presented with severe chest tightness radiating to the throat and arm and had shortness of breath. Cardiac enzymes were found to be elevated which signifies an event of mi and electrocardiogram (ECG) was performed showing a non q wave mi. The subject experienced ischemic symptoms. The event was considered resolved without residual effects and the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).